Event description:
It was reported to philips that the device cannot startup. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The asp confirmed the reported issue and determined this was the malfunction of the battery. The asp informed the customer who opted to order a replacement battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer ordered a replacement battery to resolve the reported issue. The investigation concludes that no further action is required at this time. According to service bulletin (B)(4), the (B)(6) heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of (B)(6)2013. The end of support date for the device is (B)(6) 2018. If additional information is received the complaint file will be reopened.